Event description:
It was reported that the user received alerts to connect the continuous glucose monitor (cgm) or enter a blood glucose value, and insulin dosing stopped after the user had disconnected the system for a medical procedure and then reconnected, scanned a new sensor, and observed the ilet indicating a remaining warmup period before blood glucose readings would resume. No adverse physiological effects. Outcomes included no clinical impact, with dosing expected to resume upon completion of sensor warmup. Investigation included customer interview and device data review by confirming the warmup status on the ilet display and providing education on cgm warmup behavior and dosing suspension during that interval. Investigation of this case revealed that the device functioned as designed by suspending dosing until cgm data became available following sensor start and warmup, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user misunderstanding of normal cgm warmup behavior leading to a temporary dosing suspension consistent with design.